Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out procedure. The patient was asymptomatic. The electrical function of the lead was normal and no anomalies were detected. The lead will be explanted and replaced.